Event description:
A customer reported a malfunction with their insulin pump following a cat scan. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.